Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home in the middle of the night on (B)(6) 2021. The customer had food particles in the stomach from the night before so the hospital procedure was canceled and customer was sent home on. The caller stated that the cause of death is still unknown. The caller stated that the customer blood glucose was up and down, diabetes, heart problems, thyroid difficulties may had lead to event. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. Customer's mother stated that customer concerned their doctor that their basal were not right. It was unknown if the caller will return the insulin pump for analysis. Frn-mmt-ukn-rsvr, unomed set.